Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection, and the investigation was performed based on the provided information by the 3rd party distributor. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no video output on sdi-1 and image freezes due to faulty printed circuit board (dp board and dx board). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited no video output on serial digital interface-1 and freeze image. There was no patient involvement.